Event description:
This report summarizes software vulnerabilities found during the binary analysis of firmware used in an automated external defibrillator (AED). We found that the device accepts counterfeit firmware that controls the operation of the device (e.g., deciding whether to apply a shock to a pt). Although we have no evidence to indicate that the risks are active threats, we have also not found any explicit mechanisms that would prevent (or event detect) the exploitation of such vulnerabilities. We believe the threat level will increase significantly if vulnerable devices incorporate wireless connectivity or have pathways to the internet. Our full technical paper appears in the (B)(6). Technical summary: implications of these vulnerabilities include AED disablement and damage to AED integrity as well as the compromise of other medical equipment or systems. We performed binary analysis of (1) the AED firmware and (2) the windows-based utilities for updating and configuring and AED. We identified a set of vulnerabilities that make the device potentially susceptible to malware. The vulnerabilities include a buffer overflow, which lead to arbitrary code execution; cryptographic flaws in password protection; and a software update mechanism that accepts counterfeit firmware. Reverse engineering techniques during our analysis revealed four vulnerabilities prevalent in the device software. We verified the correctness of our analysis by using several techniques, including testing whether we could cause the AED to accept to unauthentic software update. Our software update caused the lcd display to print the words, "device compromised." Our analysis highlights the impending threat of malware for medical devices. Such vulnerabilities serve as a common infection pathway for computer viruses and worms in traditional computer systems. In the absence of meaningful measures for embedded (B)(6) prevention, detection, and control, aeds and other medical devices will also carry the risks of infection by computer viruses and worms. A flaw in the software update mechanism permits the installation of arbitrary firmware onto the device. This is possible because the device does not make proper use of cryptographic signatures to authenticate the new firmware before installation. The device simply "verifies" that a code (crc) matches, but this code can be tampered with easily. The pc software used to update the AED is susceptible to integer/buffer overflow. As a consequence, an affected AED could send special codes to th epc resulting in arbitrary code execution on the pc. The (B)(6) has password protected user profiles but a weak password authentication scheme. Since the password file is stored on the local hard drive, anyone with privileges can delete it to circumvent the protection mechanisms or simply install the software fresh on a machine that does not have access restrictions. The (B)(6) the address of the ftp server, username, and password in plain text within the update software. When warranted, due to a failed upgrade or to other diagnostic problems, the diagnostic file is sent to cardiac science. This private user information, collected when (B)(6) initiates a firmware update, includes contact information, serial number, and the firmware version. This information is available to anyone with access to the login credentials.